Event description:
The facility reported a colleague infusion pump with failure code 810:11, due to the pump's air in line printed circuit board being out of calibration. This event was reported to have occurred during set priming in the neonatal intensive care unit. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this pump is unknown.

Manufacturer narrative:
(B)(4). The facility's biomedical technician (bt) called baxter technical support concerning a colleague infusion pump experiencing failure code 810:11. With the help of baxter technical support, the bt checked and confirmed the the air in line (ail) printed circuit board (pcb) was out of calibration. The bt re-calibrated the ail pcb to correct the reported condition. The facility will not be sending this pump to baxter for device evaluation or repair.however, should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).